Event description:
A pt with a guidant pacemaker was in pacu following surgery. At 09:30, interference was noted on the pt's monitor. During investigation, it was found that when a wireless poc (point of care) unit was moved less than 3 feet from the pt, the pt's heart rate would increase to about 130 bpm. When the poc unit was moved greater than 3 feet from the pt, the pt's heart rate would return to normal, a rate of about 60 bpm. Boston scientific (formerly guidant) had a rep here to check the pt's pacemaker after the surgical procedure. The pt's pacemaker has a feature of minute ventilation which was turned on. When the feature was turned off, the poc unit had no known effect on the pt's heart rate. When the feature was turned on and the poc unit moved to less than 3 feet from the pt, the pt's heart rate would increase to about 130 bpm. Also, if the bar code reader was moved within 3 feet of the pt, it would cause the heart rate to increase. The boston scientific rep called boston scientific technical support engineers regarding this problem. An investigation was to have taken place to find the cause of this interference. To date, there has been no resolution to this problem.